Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient's electrocardiogram indicated episodes of myopotential oversensing resulting in inhibition of pacing. Programming changes were suggested and the patient would be monitored with routine follow up.

Event description:
New information received on (B)(6) 2019 indicates that the recommended programming changes were made and the patient was stable.

Event description:
It was reported that the patient's implantable cardioverter defibrillator exhibited episodes of post-sensed t-wave over-sensing after programming changes were made to address the previously noted myopotential over-sensing. Programming changes were recommended.